Event description:
An optometrist reported a case of hyperopic shift, observed on a patient's right eye at four months post hyperopic photorefractive keratectomy (prk) over flap retreatment. Reporter indicated resultant refractive prescription shows greater hyperopia and significant cylinder. Patient noted decreased and blurry vision. Upon additional follow up, reporter indicated the pt issue was ongoing. Reporter relayed upon slit lamp examination an elevated area of epithelium was present and pt is scheduled for additional intervention of epithelial scraping.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).